Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: unspecified complications. Explantation month, day, and year: (B)(6) 2022. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that who underwent an unspecified breast surgery with mentor smooth round moderate profile 325cc saline breast prostheses suffered from unspecified complications post implantation. As a result, the patient is scheduled to undergo bilateral explantation with no replacement prostheses on (B)(6) 2022. This medwatch report is for the 2nd of the patient¿s two breast prostheses.

Manufacturer narrative:
On 26-sep-2022, mentor received additional information about the event. It was reported that the patient suffered several unexplained systemic symptoms, including hypothyroidism, tinnitus, chronic fatigue, intermittent sharp pain in left breast, bloodshot eyes, leaky gut, and low iron levels. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. H6 health effect - clinical code e2402: generalized illness. Manufacturer¿s reference number: (B)(4).